Event description:
(B)(4). It was reported post coronary stenting treatment procedure, chest pain and in-stent restenosis occurred. In (B)(6) 2008, the patient presented with stable angina. Cardiac catheterization was recommended which revealed a 90% stenosed target lesion located in the mid right coronary artery (rca). It was 20 mm long with a reference vessel diameter of 3.00 mm and treated with pre-dilatation and placement of a 3.00 x 20 mm taxus study stent. Following post dilatation, residual stenosis was 0%. A non-target lesion was located in the proximal left anterior descending artery and treated with the placement of a taxus express stent. The patient was discharged on aspirin and clopidogrel the following day. In (B)(6) 2012, the patient presented with chest pain. Cardiac catheterization was recommended and the angio core lab report noted in-stent restenosis (pattern 1b) with 52.26% stenosis of the 3.00 x 20 mm study stent. Revascularization was performed on the target and non-target lesions. The distal rca was treated with the placement of a non-bsc stent with 0% residual stenosis and timi 3 flow. The 1st diagonal was treated with the placement of a non-bsc stent with 0% residual stenosis and timi 3 flow. The event was considered resolved without residual effects and the patient was discharged the following day.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).